Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rash all over body, legs, arms, and stomach. The patient started taking farxiga and that night the rash appeared. The patient was not sure if it was the medicine or the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone and recommended removing lifevest for the skin irritation. Follow up indicated that the skin irritation improved